Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of the product labeling was provided. The label in the photo matches the product reported. The product lot number was not legible in the photo provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure in the gastrointestinal tract, the physician used a cook hemospray endoscopic hemostat. It was reported that the patient experienced gastrointestinal bleeding and an emergency digestive endoscopy was requested. The doctor requested the hemospray product, assembled the product as per the manufacturer's instructions, but when he activated the powder display [tried to spray], the powder did not come out, there was no pressure, or there was a failure in the product's gas [difficult or unable to spray - subject of report]. Immediately, he took the spare device, assembled it, and performed the procedure, where the product worked perfectly and without complications. The procedure result was satisfactory; there was no more bleeding and that the patient was fine. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.